Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced fluctuating low blood glucose (bg) levels reaching 40-247 mg/dl. The cause for low bg levels was unknown. Customer required assistance addressing bg levels. Low bg levels were addressed with glucose tablets and soda. Recommendation was made to discuss diabetes management with customer's health care professional.